Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system stuck at 00:00. The rse examined and found the system was not booting up. Review of the system log file showed that grabber card failed to initialize. The rse assisted user with replacement of flexvision pc. The customer replaced the flexvision pc. After replacement, the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.